Event description:
The user stopped responding to sounds 2 weeks ago. Re-implantation is planned, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user stopped responding to sounds. The user was reimplanted on (B)(6).2025.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2025.

Event description:
The user stopped responding to sounds.